Event description:
Patient reported when he attempted to run a bolus advice the meter did not recommend anything although his blood glucose level was 249 mg/dl. Patient stated he realized the advice was wrong and delivered the corresponding bolus himself. No adverse event reported. No product return was requested.

Manufacturer narrative:
The event occurred in (B)(6). Device was not requested to be returned.